Event description:
Pt underwent posterior spinal fusion on (B)(6) 2015. Globus set screws used. Post operative clinic f/u, it was noted upon xray that the set screws were loose. Pt is not in immediate distress or discomfort, so team has decided to monitor closely.